Event description:
The customer reported intermittently the system's left monitor displayed dark images. Also, the lamp and the power switch on the workstation failed to illuminate. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor, xray lamp, and power switch were replaced. The system was then found to be operating as intended.